Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that some kind of error message occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause was determined to be a loss of connection. The probable cause of the loss of connection was determined to be the transmitter and app were unable to establish a connection. The reported event of an unspecified error message is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.